Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a (B)(6) female consumer in united states on (B)(6) 2014 who was involved in a active online listening, (B)(4). Essure was inserted for birth control. Consumer stated she was scheduled for a total hysterectomy on (B)(6) 2015 because essure migrated and perforated her uterus. No further information was provided. Follow up 05.jan.2014: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up posted online by the consumer and received by the company on (B)(4) 2015: the consumer had a total hysterectomy done on (B)(6) 2015 and reported that the physician also had to perform a bilateral salpingo-oophorectomy because her ovaries were damaged from the essure coils that had perforated her fallopian tubes and migrated (the previously reported event essure having migrated and has perforated my uterus was amended to this newly reported terms). During recovery she had problems with gas, but at the reporting time all her gas pain was gone. According to her, she could not keep her eyes open for now and was ready to start healing. Follow-up received on 22-jan-2015: ptc result was reviewed after case upgraded to incident; however final assessment and medical assessment remained unchanged. Company causality comment: this solicited non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coils had perforated her fallopian tubes (previously reported as essure migrated and has perforated her uterus) (considered serious due to medical importance and listed in the reference safety information for essure). Her ovaries were damaged from the essure coils (considered serious due to medical importance and unlisted). Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case the exact timing of the perforation was not reported. The occurrence of ovaries damaged may be considered a consequence of fallopian tube perforation. A causal relationship between both events with essure cannot be excluded. This case was upgraded to incident due to the surgical intervention. Additionally, non-serious event were added. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up was possible due to no consumer contact information (social media case).